Manufacturer narrative:
(B)(4). Evaluation results: evaluation of the product found the pins 1 and 2 in the sensor #2 receptacle are crossed and when a sensor is attached it causes the alarm to sound intermittently when pressure is off the sensor pad. The alarm case is cracked and the battery door is cracked on the outside and the screws that hold the alarm case together are rusted. Note: posey instructions for use has a warning statement: the posey sitter ii wireless nurse call alarm is an electronic device. If the unit is subjected to severe mechanical shock, such as dropping the unit, or is submerged in liquid, the unit may stop functioning as designed. (B)(4).

Event description:
The customer claims the alarm has power however, when an attempt is made to select the hold feature the alarm continues to sound. The customer removed the batteries from the alarm for 24 hours to reset itself yet the results remain the same. There was no visible damage to the outside of the alarm. There was no patient incident or injury reported.